Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2008, for the treatment of stress urinary incontinence. During the procedure, a sling was placed into the pt's body. The pt subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional info was provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.